Event description:
Hosp reported a total knee arthroplasty revision due to "gradually increasing pain in the knee. Especially with activities. During the procedure. The surgeon discovered the femoral component to hang over on the medial side and tibia overhanging on the lateral side." No device defect associated with the revision was reported.